Manufacturer narrative:
Exemption number e2017043.

Event description:
On (B)(6) 2017 (reported to mazor on (B)(4) 2017) the mazor x system was used at (B)(6) for a l4-s1 surgery. The reported event: "we had a screw breach medial during the case at scripps memorial on (B)(6) with dr. (B)(6). At the time, dr. (B)(6) removed the screw and redirected freehand. The new screw was confirmed via fluro and neuromonitoring. All signals leaving the case were ok. However, dr. (B)(6) informed me last night that the patient woke up with some left sided symptoms and foot drop." Update from (B)(6): pursuant to discussion with the surgeon, he has informed that a couple of days after the surgery the pain has lessened but the patient still had palsy.